Event description:
Resident congested - suctioned with yankauer catheter. After suctioning, top piece of yankauer catheter was noted to be missing. Oral cavity checked. Tip of catheter not found. Resident was not choking, was bringing up sputum.